Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for device reset was observed during remote transmission. The device was found to be in reset mode and the patient reported no emi exposure or clinic visits. No programming changes were made. The patient was asymptomatic and will continue to be monitored.